Event description:
In 2009, the patient reported experiencing elevated blood glucose of 300 mg/dl for the past month. His normal blood glucose range is 90-120 mg/dl. He stated that he feels resistance when inserting infusion sites and when the sites are removed insulin leaks from his body. On the day prior, his blood glucose measured 83 mg/dl in the morning and 120 mg/dl at lunch time. He bolused for his meal and his blood glucose continued to elevate and he increased his bolus amounts. He stated that the infusion site had been in use for 2.5 days and started "going bad" so he inserted a new site. He stated that he only uses his stomach as an infusion site and he has a limited area for site rotation. He rotates sites from side to side and up and down. He ordered infusion sets with a shorter cannula length in an attempt to resolve the issue and he stated that he would use a larger rotation area. He was sent information on infusion site management and was advised to consult with his physician. Upon follow up a week later, the patient stated that he was better and his blood glucose was the best when using the area below his belly button. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.